Event description:
The customer reported being transported to the emergency room by the paramedics due to high blood glucose of 1100 mg/dl. The symptoms of high blood glucose were nausea and vomiting. The customer's doctor stated that the cause of the emergency room visit was the insulin pump and the customer cannot go home until they receive a new insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with cracked display window corner, scratched lcd window and cracked reservoir tube lip.